Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The complaint was reported as: the pressure pop off did not work and disconnected from the tower allowing water to spray into the air. No pt injury reported.